Event description:
This event was received as part of a post approval study in the USA. 6. 1 reoperation for recurrence. A. Time: 1 year follow up. B. Device: liquifix fix8 72014032. C. Location: USA. Note, feedback from the registry; regarding the liquifix fix8 recurrence, patient had a very complex course-multiple recurrent inguinal hernia repair, came back with an infection that required ir drainage and suppressive antibiotics.

Manufacturer narrative:
The adverse event was received as part of the us post approval study (pas).= from the aachqc registry. As such no further details can be acquired including to a lot number to enabled a detailed investigation. Details received from the achqc were: 1 reoperation for recurrence. A. Time: 1 year follow up. B. Device: liquifix fix8 72014032. C. Location: USA. Note, feedback from the registry; regarding the liquifix fix8 recurrence, patient had a very complex course-multiple recurrent inguinal hernia repair, came back with an infection that required ir drainage and suppressive antibiotics. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Medical intervention was required, in the form of antibiotics, to preclude permanent impairment of a body function or permanent damage to a body structure, this event meets the definition of a serious injury and is being reported.